Event description:
It was reported that the operator experienced a burn during treatment using medlite. Per the customer, "while waiting for the treatment equipment to switch to "ready", a sudden malfunction occurred. The equipment started working on its own and accidentally hit the nurse's left hand."

Manufacturer narrative:
Limited information was provided by the customer despite clinical's multiple requests for additional patient/treatments details. Per clinical's investigation, "the nurse's left hand has recovered and no further treatment needed." The customer would not provide any site information. Cynosure was unable to perform a device evaluation since the serial number provided by the customer cannot be found within our system and therefore cannot locate the device. Device malfunction reported was not confirmed since root cannot be determined. Since clinical investigation was inconclusive, cynosure will continue to monitor such complaints. When additional relevant data becomes available, a follow up report will be submitted. This event is reportable since this is considered an aro (accidental radiation occurrence) due to site alleging device firing on its own.